Event description:
The patient had a neostar placed and approximately two weeks later it was noted that the neostar had a small pinhole in the external lumen of the catheter. The neostar was exchanged. The vendor was notified. All products with the same lot# were removed.